Manufacturer narrative:
(B)(4). Batch # m9188v. The handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. However, the handpiece was connected to the ge11 and there was communication. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a protocols was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not detected by the generator. In addition, it was not possible to substitute it because it was blocked at the handle. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.